Manufacturer narrative:
Pt demographics were not available at the time of this retrospective report. Software investigation found that the software performed as intended. The frame from the site was bent. No pt impact was reported.

Event description:
A medtronic representative reported that the software kept crashing several times during a surgery. Surgeon appeared to have difficulty saving the surgical plan without the system exiting out repeatedly. Surgeon continued with navigation and completed the procedure. No impact on pt outcome was reported.